Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a post implant follow up. Interrogation showed the patient's right ventricular (rv) lead capture threshold was elevated and the sensing had dropped. The patient was asymptomatic. The physician re-positioned the lead on (B)(6) 2021. The patient was stable throughout.